Event description:
A tech reported that a pt presented with trace diffuse lamellar keratitis in the right eye, on day following bilateral lasik surgery, and epithelial ingrowth three days later. The flap was lifted and rinsed to treat the event which was resolved.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).